Manufacturer narrative:
Additional information was received, indicating that there was medical intervention required. Corrected data: report is now considered serious injury.

Event description:
According to the nurse who was involved in the incident, during a patient case the device has stopped ventilating in automatic ventilation mode. I have debugged without finding anything out of the ordinary and also let the device be running for several hours without it stopping venting. I would still be grateful if any of you at smith medical could help me confirm that there is nothing wrong with the device.